Event description:
Customer called to report the pump had a no delivery alarm. It was stated that the blood glucose were high and treated with a manual injection. Troubleshooting was performed. Pump had a no delivery alarm. Device was not dropped, bumped, or exposed to moisture.